Manufacturer narrative:
Both needles used in the procedure were returned for investigation and were tested for heating performance. The iceforce needle heater failed to achieve the normally expected temperature. Visual inspection identified a small area of the hearter wire exhibiting a breach of insulation. Electrical testing revealed that an intermittent electrical short and degraded heating performance, due to intermittent contact between the uninsulated area on the heater wire and the copper spring of the needle, which directly contacts the needle shaft. The intermittent connection was due to vibration of the capillary tube during argon gas flow. The occurrence rate of this type of event is very low. Galil medical has implemented an additional stress test to strengthen the in-house screening process. Galil medical will continue to monitor complaints for any failure trends.

Event description:
During a renal case, both an icepearl and iceforce needle were used. The needles and system were tested without any issues reported. During the case and after the second freeze during the fast thaw around minute 1.5, the patient started twitching at the are where the needles were inserted. The doctor asked for the fast thaw to stop and the twitching stopped. It was also noted that the icepearl needle was not as hot as the iceforce. The case was completed as expected, the doctor was satisfied with the size of the ice but concerned about the patient twitching. Needles will be returned to galil for investigation. One MDR is being filed for each needle as the customer was unsure which needle caused the issue (see 9616793-2016-00008).